Event description:
It was reported that the pt had high impedance on diagnostics. There have been no adverse events other than a twitching sensation in the patient's neck. No known trauma has occurred, though the pt has strong motoric movement during seizures which may have had an effect on the device. X-rays were reviewed by the manufacturer which revealed no anomalies. The device has been programmed off and the pt has been referred for revision surgery, though it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.